Event description:
It was reported that the patient's implantable neurostimulator (ins) had a lead that "wasn't working." It was stated that the patient reported that his health care provider (hcp) "never secured the battery pack down at implant" and that the patient had hit the ins when going "in and out of doors, cars, etc." It was additionally reported that "it was determined a year ago that one of the leads wasn't working" and that the lead was then programmed around. The patient was redirected to his hcp. Further information has been requested. A supplemental report will be filed if additional information becomes available.

Event description:
Upon further review of the file, it was stated that the battery pack was pointing out. It was stated that the lead was either unplugged or got broken from hitting it against things.

Manufacturer narrative:
Concomitant medical products: product ID 7496-66, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension: product ID 3987, serial# (B)(4), implanted: (B)(6) 2001. Product type: lead: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).